Manufacturer narrative:
(B)(4). New information received indicates the event was not reportable; therefore, the initial MDR submitted on 08 feb 2023 and follow-up MDR submitted on 07 mar 2023 should be retracted.

Event description:
Reported event: the catheters are leaking. No reported injury.

Manufacturer narrative:
Qn#(B)(4). There was no sample returned to further investigate the cause of catheter leak. Therefore, the complaint could not be further verified. Since there is no sample returned, previous similar complaint for this product code was reviewed. The catheters were left for 30 minutes but still no leakage detected. Latex foley catheter is made of natural latex compound and any ointment or lubricant from petroleum based will weaken the rubber properties. Any contact with such materials could tear the rubber layer and lead to leakage and any sharp edges contacted to the product also may lead to leakage defect. Without a returned actual sample, the actual phenomenon which could lead to leak could not be determined and associate it with any of the above-mentioned root causes. In conclusion, there was no sample returned to further investigate the cause of catheter leak. Therefore, the complaint could not be further verified. In current manufacturing, 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected and culled out.

Event description:
Reported event: the catheters are leaking. No reported injury.

Event description:
Reported event: the catheters are leaking. No reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.